Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the image of the 30-degree endoscope plus was flipped. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer performed a system power cycle and the problem was resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained the error details and advised that the problem would also be solved by reseating the endoscope along with canceling the guided tool change. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.